Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 506 mg/dl and a low blood glucose level of 43 mg/dl. The customer was nauseous and was vomiting. The customer treated her high blood glucose level with manual injections and bolus. Insulin was squirting out. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin passed the self-test. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump was tested with a water infusion set with no air bubbles anomaly noted in reservoir. The insulin pump was received with scratched case and minor scratched lcd window.